Manufacturer narrative:
One sample was returned for investigation. A visual examination of the returned unit showed the shape of the tube had been altered using the stylet wire. The stylet wire was removed and both the bronchial cuff and tracheal cuff inflated and deflated without any issue. The reported defect could not be detected on the returned sample. (B)(4).

Event description:
A report was received that stated, prior to patient use, the endobronchial tube was tested and an incomplete deflation of the white cuff was noticed. There was no patient involvement.

Manufacturer narrative:
(B)(4).